Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm during self test. The customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.